Manufacturer narrative:
B5: lens exchanged due to excessive vault. Per current guidelines, the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).

Manufacturer narrative:
. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative reported that a implantable collamer lens (icl) was implanted into a patient's eye. The lens was later removed and a shorter length lens was implanted. Further inquiry has been requested. None have been forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the lens was later exchanged for a shorter length lens and the problem was resolved. H6: work order search was performed but was not required. Claim# (B)(4).